Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6 and h11. The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, after precleaning the subject device, the air had been left on; then, it was connected to a new scope, using it with the air and co2 on, causing the patient to have free air in the abdomen. This occurred during a diagnostic colonoscopy. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.